Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient's mother reported that the up arrow button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. When the device is evaluated a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.